Manufacturer narrative:
The sample was visually inspected and found to be nonconforming because the needle and inner cutter are completely broken off. Close observation revealed the inner cutter remnant is kinked. This is an indication that the probe may have been significantly bent earlier and subsequently re-straightened. Four lot number were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. Significantly bent needle and kinked resulting in complete material failure (broke off). The kinked/broken needle is an indication that the probe may have been significantly bent earlier and subsequently re-straightened. Unable to determine how or when the needle became bent and completely broke off. All probe components are 100% inspected by trained operators during mfg. Any nonconformance detected (such as bent needle, and broken needle) would have been removed from the lot. (B)(4).

Event description:
A customer reported that the vitrector probe would not cut and the fluid was not draining into the cassette during surgery. The vitrector probe was reprimed several times, but it still would not cut. The vitrector probe was exchanged and the procedure was completed with no harm to the pt.